Manufacturer narrative:
(B)(4).

Event description:
The service report shows that the 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the inspiratory module printed circuit board (pcb) and the inspiratory flow sensor. The device passed extended self test (est) and short self test (sst).